Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via the pts left femoral artery. When starting the pump (s/n (B)(4)) after insertion of the iab, the high pressure alarm went off. The md tried changing the settings for the assist ratio, timing of deflation and volume, but this time both the high pressure and leak alarm went off. The md also tried switching the pump from an autocat2 wave to an acat1, but the problem could not be solved. As a result, the iab was removed along with the sheath. It is unk if another iab was inserted. There was no reported pt death, injury or complications. There was a 1 - 2 hr reported delay / interruption. Medical / surgical intervention was not required. Pump strips were generated and are available for review. Pt outcome is listed as unk. Add'l info rec'd on (B)(4) 2013 stated that the length of time prior to the event was 30 mins. There was no further treatment necessary after removing the catheter (a second iab was not inserted). The precise 1 - 2 hrs were not delay or interruption, it was the time taken to try other settings in order to solve the problem. The pt outcome is good.

Manufacturer narrative:
(B)(4).